Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a small cardiac perforation. During a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After successfully ablating three pulmonary veins, the guidewire was unable to be retracted from the right inferior pulmonary vein (ripv). The physician attempted to move the wire many ways (including advancing wire, retracting catheter, advancing sheath, retracting sheath), and eventually it was released. The catheter and wire were removed from the patient and a tiny amount of tissue was noted on the tip. The catheter was prepared again with a new wire and the procedure was completed successfully. After the procedure, the patient had a small amount of bloody sputum post extubation. It then stopped and the patient woke up as expected. The patient had a computerized tomography (CT) scan of the chest which showed a small perforation distally on the ripv. The patient had very minimal bloody sputum over the weekend, and no interventions were required. The patient had recovered from the event and was scheduled to be discharged. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failure. No evidence of tissue presents on the received catheter. The no problem detected code was selected for the reported allegation of guidewire stuck. The allegation was unable to confirmed, and no evidence or abnormalities were seen during the analysis. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a small cardiac perforation. During a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After successfully ablating three pulmonary veins, the guidewire was unable to be retracted from the right inferior pulmonary vein (ripv). The physician attempted to move the wire many ways (including advancing wire, retracting catheter, advancing sheath, retracting sheath), and eventually it was released. The catheter and wire were removed from the patient and a tiny amount of tissue was noted on the tip. The catheter was prepared again with a new wire and the procedure was completed successfully. After the procedure, the patient had a small amount of bloody sputum post extubation. It then stopped and the patient woke up as expected. The patient had a computerized tomography (CT) scan of the chest which showed a small perforation distally on the ripv. The patient had very minimal bloody sputum over the weekend, and no interventions were required. The patient had recovered from the event and was scheduled to be discharged. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a small cardiac perforation. During a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After successfully ablating three pulmonary veins, the guidewire was unable to be retracted from the right inferior pulmonary vein (ripv). The physician attempted to move the wire many ways (including advancing wire, retracting catheter, advancing sheath, retracting sheath), and eventually it was released. The catheter and wire were removed from the patient and a tiny amount of tissue was noted on the tip. The catheter was prepared again with a new wire and the procedure was completed successfully. After the procedure, the patient had a small amount of bloody sputum post extubation. It then stopped and the patient woke up as expected. The patient had a computerized tomography (CT) scan of the chest which showed a small perforation distally on the ripv. The patient had very minimal bloody sputum over the weekend, and no interventions were required. The patient had recovered from the event and was scheduled to be discharged. The device has been received at boston scientific post market laboratory where it's waiting for analysis.